Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon side console (ssc) would not power on. The intuitive tech support engineer (tse) suggested performing a hard power cycle of the ssc, but that did not resolve the issue. The procedure was completed using another system. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic power distributor (gpd) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the generic power distributor (gpd) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have no errors or issues during log review and during visual inspection. When the gpd was installed onto the golden system, it was unable to turn on and surgeon side console (ssc) was not present during power-up. The probable root cause is attributed to the issues with generic power distributor on the surgeon side console (ssc). Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.